Manufacturer narrative:
There was no reported device malfunction associated with the amplatzer amulet. An event for patient effects of pericardial effusion, cardiac tamponade, angina and dyspnea was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported pericarditis could not be conclusively determined. It is possible due to procedural conditions; however, this cannot be confirmed. The reported pericardial effusion led to cardiac tamponade was due to pericarditis. The reported angina and fatigue are symptom of pericarditis. The reported hospitalization and unexpected medical intervention were the results of case-specific circumstances as the pericardiocentesis was performed. Furthermore, this cine was reviewed by abbott representative. No images documented the pericardial effusion. Amulet device appears to be implanted per IFU. There was a large transverse sinus present at the time of implant. The disc is up on top of the pulmonary vein ridge but the location of the stabilizing wires are within the thin tissue between the laa and transverse sinus. Unknow cause of the pericardial effusion.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 18mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f amplatzer torqvue delivery sheath. During the procedure, the left atrial pressure was greater than 12 and the device was successfully implanted. After one partial recapture. Later that day, patient presented with chest pain and shortness of breath, cardiac tamponade in the pericardial space and pericardial effusion was noted. A pericardiocentesis was performed. The patient was reported stable and hospitalized.